Event description:
The company received a report where it was claimed that during pt use, a unspecified model 3mm fiber scope was inserted into the tube to check the position. However, it was stuck on upper part of the blue cuff and could not operate the scope. The end clinician elected to remove the scope and tube. A replacement tube was inserted without further incident to patient. This report is associated to the second occurrence on MFR#: 2936999-2010-01350 / (B)(4).

Manufacturer narrative:
No sample is expected to be returned. A sample is being returned on MFR#: 2936999-2010-01350. Info has been added to the database for trending purposes.